Manufacturer narrative:
File identification: (B)(4). No product was returned for evaluation; however, the customer advised that issue was resolved with a new o2 sensor and 2pt calibration. A corrective or preventive action is not indicated at this time. This complaint will be included in on-going complaint trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device exhibited an'o2 concentration low' alarm. There was no patient harm reported.